Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer experienced high blood glucose levels for two days prior to being hospitalized. The customer also changed the infusion set several times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.